Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that attempts to implant the lead resulted in high impedance and exit block. The lead was explanted and replaced.